Event description:
Pt underwent a right knee arthroplasty in 2002. During subsequent follow-up visit to the physician's office, it was determined that the locking bar component was not engaged in the tibial plate. Add'l surgery was performed to replace the locking bar component 4 months later.